Event description:
When the device was used during a dixon procedure, the staples did not form. The case was completed using sutures. Consequently, the or time was extended greater than an hour. There were no other pt consequences.